Event description:
During a call with a home patient (hp) on an issue with the homechoice (hc) machine, the technical service representative (tsr) reviewed the therapy log and found a system error 2240 alarm had occurred. The tsr explained the possible causes for the alarm. The tsr advised to let the nurse know about the alarm. There was no patient injury or medical intervention reported. During a follow-up the hp stated that nothing was noticed with the supplies. The hp could not remember the check patient line alarm. The patient stated he was currently performing therapy without issue.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the hp was connected during priming. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).